Event description:
It was reported that the device was inserted into an obese female pt. The hemostasis valve was advanced and sutured in place. Then, the pt's blood pressure dropped and a large hematoma developed on her thigh due to bleeding between the arteriotomy and the hemostasis device. A surgeon evacuated the hemotoma and repaired the artery. There were no further complications.